Manufacturer narrative:
Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on unknown date, post-op, the patient who underwent laparoscopy on the next day of balloon kyphoplasty procedure died. The causality of the death with bkp procedure is unknown. No additional information is available at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Laparoscopic surgery was not performed after bkp. Originally the patient had few platelets and there was a risk of bleeding every day/thrombus due to myeloproliferative disease, and there was a background that the patient ingested thromboprophylaxis medicine. According to the judgment of specialist and anesthetic department, the medicine was cancelled before the operation. Then balloon kyphoplasty operation was performed. On (B)(6) 2017 five days after the operation, red blood cell count gradually declined. On the sixth day after the operation, intradural bleeding was found. Then suddenly change occurred and the patient died within first week after the operation, and intraperitoneal bleeding was confirmed. According to the above flow, it has come to the conclusion by the in-hospital conference that it was due to the original disease and that the event had no relation to balloon kyphoplasty. Patient's death was due to the original blood disease, and it had no relationship with balloon kyphoplasty. Abdominal bleeding was not noticed within the 5 days after operation. The patient died on the day on which operation for removing abdomen and intradural bleeding was scheduled.